Event description:
I purchased a tens unit - which is great together with additional electrodes. I have had a problem with the electrode wires shredding - the plastic covering the various wires extending from the electrode to the plug, either disintegrates or comes loose, causing the wires to be exposed. I have had to start wrapping them all with electrical tape before I even use them. This has happened to me with 3 separate electrodes. I advised the company twice that I purchased these and they have not responded to me. The packets I received are a silver resealable foil - I don't remember seeing a manufacturer name on them. Some of these wires are already exposed when I take them out of the package.